Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker detected intermittent spikes in right atrial (ra) lead impedances as well as one high out-of-range right ventricular (rv) lead impedance measurement. Because of the out-of-range rv impedance measurement, the device triggered the lead safety switch (lss) which automatically changed the polarity of the lead from bipolar to unipolar. The unipolar polarity caused oversensing of myopotentials however there was no asystole as the patient had an adequate underlying intrinsic rhythm. Boston scientific technical services (ts) reviewed the device data and confirmed evidence of minute ventilation (mv) sensor oversensing on the ra lead. The sensitivity was modified, and the device was reprogrammed to unipolar pacing and bipolar sensing. The device remains in service, and there were no adverse patient effects were reported.